Event description:
On 3/6/97, the facility nurse contacted a MFR clinical rep and provided info concerning sixteen separate events involving this device which had occurred at the facility over approx the last year. The MFR has assigned the following medwatch report numbers to address these events: 1219454-1997-00141, 1219454-1997-00146 - 1219454-1997-160. In all cases the devices were discarded. The info provided for this pt is as follows: induration and puffiness were noted at the device site. A "squirt" of serosanguinous fluid and drainage was noted when the needle was withdrawn after flushing. Clots were withdrawn during port aspiration. The pt complained of a "clicking feeling" along the deivce catheter tract during flushing. On 1/6/97, a chest x-ray was originally read as within normal limits (wnl). On 1/8/97, the film was reevaluated and suggested a clot in the distal 1/3 of the device catheter. On 1/8/97, the pt was admitted with symptoms suggestive of a pulmonary embolism and the port site was swollen. The device was explanted on 1/13/97 and reported to be "cracked". (It was not specified if this is referring to the device body or catheter). A new device was implanted.